Manufacturer narrative:
No device was returned as no product problem was alleged. If any additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the patient had ossification and dura swelling but noted that there was no problem found with the camber implants. Implants remained in situ.